Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the patient¿s liberty select cycler, liberty cycler set, and the serious adverse event(s) of peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient contracted peritonitis while hospitalized (admission diagnosis not provided), however its etiology is unknown. Additionally, there is no confirmation the patient was utilizing a fresenius device and/or product while hospitalized. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (per the knowledge of this reviewer), the patient continued to utilize the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
On (B)(6) 2022, fresenius became aware this male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date/diagnosis not provided) and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse confirmed they were hospitalized on (B)(6) 2021 and discharged on (B)(6) 2021. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 22/apr/2022, fresenius became aware this male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date/diagnosis not provided) and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse confirmed they were hospitalized on (B)(6) 2021 and discharged on (B)(6) 2021. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.